Event description:
It was reported that the patient is having a skin irritation from the 72r electrodes. The patient wore the electrodes for 12 hours, sometimes more or less. She wore them on her back. She called the doctor, and she said she would call us. She used some otc cream. 63b electrodes will be sent to the patient, and a timed test will be conducted with those. It was later reported that the patient stated that she wears the electrodes on her lumbar area. The patient stated that her skin was red and itchy with tiny bumps like a rash. The patient stated she had no welts, blisters or swelling on her skin. The patient reported that the irritation was strictly under where the electrodes the patient stated that she was changing the patches every other day and was rotating them. The patient reported she only uses soap and water to clean the area and does not use any wipes. The patient stated she has sensitive skin as well as allergies to penicillin and antibiotics. The patient stated that she does not have seasonal allergies, but she does take blood pressure medication. The patient stated she hasn¿t changed any topical products recently. The patient stated that she called the doctor and was told by a nurse to stop using the product and they would have someone contact her. The patient was not prescribed anything, but she did use fluocinonide on the area. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d9: device not available for evaluation, g1: contact office and manufacturer site, g6: report type, h8 additional information - d4: lot number, h4: device manufacture date, h6: impact code, method, results, and conclusions, this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is having a skin irritation from the 72r electrodes. The patient wore the electrodes for 12 hours, sometimes more or less. She wore them on her back. She called the doctor, and she said she would call us. She used some otc cream. 63b electrodes will be sent to the patient, and a timed test will be conducted with those. It was later reported that the patient stated that she wears the electrodes on her lumbar area. The patient stated that her skin was red and itchy with tiny bumps like a rash. The patient stated she had no welts, blisters or swelling on her skin. The patient reported that the irritation was strictly under where the electrodes the patient stated that she was changing the patches every other day and was rotating them. The patient reported she only uses soap and water to clean the area and does not use any wipes. The patient stated she has sensitive skin as well as allergies to penicillin and antibiotics. The patient stated that she does not have seasonal allergies, but she does take blood pressure medication. The patient stated she hasn¿t changed any topical products recently. The patient stated that she called the doctor and was told by a nurse to stop using the product and they would have someone contact her. The patient was not prescribed anything, but she did use fluocinonide on the area. It was reported that no further information is available. The 72r electrodes were not returned for evaluation.